Event description:
It was reported that, during treatment, the versajet ii exact disposable handpiece 45 degree x 14mm would not prime. The treatment was completed without a significant delay using the same device. No other complications were reported. Patient was not harmed.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The visual evaluation found no issues. The functional evaluation found no faults, establishing no relationship between the device and the reported event. The probable causes may include kinks, obstructions or leaks in the high pressure tube. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.